Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported issue was confirmed, the ceramic insulation at the sheath¿s distal tip is damaged, broken. The inspection also noted the sealing ring is damaged attributing to a leak. The legal manufacturer (oste) performed a review of the device history records and no non-conformities or deviations were observed regarding the described issues. The device had not been repaired in the past year. The legal manufacturer¿s (oste) investigation determined that there is no design, manufacturing, material or processing related cause for the reported event. However, based on the damage pattern, it is presumed that the damage to the insulation insert was induced thermally and/or mechanically; therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). The damaged sealant ring was most likely due to wear and tear and or improper handling. Considering the age of the device, the damage to the sealing ring most likely constitutes to signs of wear and tear and is likely attributed to frequent use and poor maintenance. Olympus will continue to monitor complaints related to the device and reported phenomenon. To mitigate the injury to the patient and device damage, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.

Event description:
Olympus (osh) was informed that the customer resection sheath insulation component broke off, ¿ceramic tip fell off, not in the patient body¿. The customer reported problem was found at reprocessing before use. The scheduled hysteroscopy procedure was completed using another device. No death or injury and no impact to person or other was reported to olympus.